Event description:
It was reported that a patient discovered a leaking transfer set. This occurred during drain three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated the patient line became disconnected from the transfer set while they were sleeping and fluid leaked out onto the bed. The patient stated they then reconnected the patient line to the transfer set. The technical service representative assisted the patient with ending therapy, disconnecting using proper aseptic technique, and opening the door to remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.